Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia following lunch announcements, with afternoon spikes around midday followed by lows, and requested guidance on meal announcements and potential ilet setting adjustments. Symptoms included weakness, shakiness, and sweating, with a documented low of 42 mg/dl and glucose levels outside 70¿180 mg/dl for a couple of hours. Outcomes included self-treatment with oral glucose tablets and gel, without medical intervention or hospitalization. Investigation included review of device data and user education with assignment for additional training. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, and the event was characterized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.